Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had issues with the infusion sets. Insulin came out of the infusion set site. Her blood glucose levels are high. Customer's blood glucose level was 598 mg/dl. She treated her blood glucose level with the insulin pump and injection. The customer was hospitalized on (B)(6) 2016 with a blood glucose level of 250 mg/dl. She was nauseous and was vomiting. The customer treated her high blood glucose level with the insulin pump. She had a diabetic ketoacidosis. The customer was given IV fluids and diabetic education. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.